Event description:
The customer reported that the patient after a week of receiving her last orthovisc injection on the right knee the patient began experiencing swollenness and redness on one side of the her face. The customer reported that in the last few months the swollenness and redness has now spread to the other side of her face. He stated that the patient has gotten worse instead of better and has questioned the patient if it could possibly be something else causing the reaction. He reported that the patient stated that the injections were the only thing she has done different since having the reaction. The customer reported that the patient received three injections on the three fridays in february. He stated that the patient is a female approximately (B)(6) with a medical history skin cancer and a bad heart valve. The customer reported that the patient thought it was skin cancer and had two biopsies done. The biopsies came back negative. He stated that the patient has been seen by a few doctors and no one can explain the reaction. The customer reported that the patient has been put on steroid crèmes, rosacea medication and minocycline. He stated that none of these treatments have helped that patient. The customer reported that the patient is following up with her doctor.